Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of an epic self-expanding stent system. The outer sheath, tip, inner sheath and the remainder of the device were checked for damage. Visual inspection noticed a kink on the inner shaft at 2cm from the tip. The stent was inadvertently deployed approximately .25cm from the distal marker band. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 31-aug-2016. It was reported that the stent failed to deploy. The target lesion was located in the common iliac artery. A 14x40x75 epic stent was advanced to treat the lesion; however, the physician was not able to spin the thumb wheel for stent deployment. The defective stent was removed from patient's body and the procedure was completed with a 14x6 epic stent. No patient complications were reported and the patient's status was stable. However, device analysis revealed stent partial deployment.